Event description:
Clinical study same case as MDR 6000089-2005-0078. Same pt as MDR 6000093-2005-00605, 6000089-2005-00782, 6000093-2005-00606, and 6000089-2005-00784. It was reported that 305 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st), and a mi. The index procedure treated on target lesion. Target lesion 1 was a 3.25 mm vessel diameter, 90% stenosed region of the right coronary artery (rca). Prior to treatment it was reported that thrombus was present at the target lesion. The physician predilated the lesion prior to placing two taxus express2 8.8% drug eluting stents into the target lesion without complication. The first drug eluting stent (des) placed was a 3.0 x 32mm. The second des placed was a 3.5 x 12 mm. It is unknown whether these two stents overlap. The pt was discharged from the hosp 2 day post index procedure receiving plavix, asa, and lovastatin. The site reported that the pt experienced an st and a non q-wave mi 305 days post index procedure. The actions taken to resolve the conditions were listed as hospitalization and target vessel reintervention. The condition were resolved one day later prior to hosp discharge.

Event description:
It was further reported that the stent thrombosis that was previously reported has since been withdrawn from this complaint. The pt was enrolled in the arrive program on the dte of index procedure. Target lesion 1 was located in the proximal rca with 90% stenosis and was 35 mm long with a reference vessel diameter of 3.25 mm. Target lesion 1 was treated with predilatation and a 3.0x32 mm taxus stent followed by a second 3.5x12 mm taxus stent placed slightly more proximally. Final angiography demonstrated 0% residual stenosis of the stented segment. The pt was discharged two days post index procedure on asa and plavix therapy. The pt was admitted with complaints of subseternal chest pain radiating to the jaw 305 days post index procedure. ECG showed some mild st segment depression in the lateral leads. Cardiac enzymes became elevated, but did not meet guideline criteria for myocardial infarction. Site reports mi based on elevated troponin levels and positive ck-mb. The pt was treated with IV morphin sulfate, asa, and a nitroglycerin drip, and referred for cardiac catheterization. In the opinion of the physician there was a probable relationship between the mi and the target vessel, but there was an unknown relationship to the taxus stent.